Event description:
See initial report.

Manufacturer narrative:
H.10: the unit was requested for a dedicated investigation at the manufacturer site. The reported error message could be reproduced. The most likely root cause is a defective clamp motor.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported error. It was found that the clamp jaws did not open and that noise could be heard. Investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 620mm was giving an error message, the function button on the centrifugal pump display disappeared and the clamp did not work. The user plugged and unplugged the connection cable and rebooted the device but the issue persisted. Reportedly, the alarm disappeared when the power of the clamp was turned off from cp5. The user decided to initiate the procedure without the clamp. There was no patient involvement.